Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a routine follow up the atrial lead was not functioning properly. The lead was dislodged and repositioned successfully on (B)(6) 2014. The patient presented for follow up on (B)(6) 2014, it was noted that the right atrial was not functioning properly once more. The lead had dislodged and was repositioned successfully on (B)(6) 2014.